Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. According to the patient, on approximately (B)(6) 2025 around 10:00 pm, the patient received an alert from the cgm that her value is 40 mg/dl. Without performing a bg fingerstick, she ate sweets, such as honey, to raise it. However, the readings did not change, so she called her daughter to report what had happened. A few minutes later, her daughter arrived and decided to take her to the hospital. On the way to the hospital, the patient experienced vomiting, disorientation, and incoherence. The patient¿s daughter decided to stop at a fire station where emergency medical technicians (emt) were available. The emts immediately checked her and confirmed that her bg was 500 mg/dl, although they did not check the cgm. They then decided to transport her to the nearest emergency room. While in the emergency room, she was evaluated by doctors and administered some medication. According to the patient, she does not remember what medications were given and therefore cannot provide that information. During her stay, she decided to remove the dexcom and throw it away. She remained in the emergency room overnight until she felt better. Around 7:00 am the next day, the doctor checked her blood sugar which showed 251 mg/dl, and it was decided that she would be discharged. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient is stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.